Manufacturer narrative:
Based on the additional information obtained from complaint review, the decision tree was re-executed to indicate that this complaint is being reclassified as a non-reportable event due to the following conclusion: there was no successful confirmation signal nor was there tissue effect observed when the vessel sealer instrument was used. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.

Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a total benign hysterectomy da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer (vs) instrument wasn¿t working. Vs was working for a while but suddenly stopped. An error code b-ab-100 was being displayed on the erbe screen and a message informing the user that the instrument wasn¿t connected. Technical service engineer (tse) was unable to view system event logs due to onsite not being connected at the time of the call. Or staff verified all connections and the instrument control box¿s leds were all blue. Tse asked if an erbe power cycle was performed, customer did not. Tse recommended for customer to reboot the erbe when clinically possible in effort to restore normal erbe functionality. Customer is proceeding with case using a maryland bipolar in place of the vs. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: sealing issue occurred after a successful seal. Surgeon went in to make another seal but there was no thermal effect on the tissue and the error popped up. Heard the long continuous tone but does not recall hearing the two quick tones that signify the end of the sealing cycle. Target tissue was normal, same as the tissue that was successfully sealed before in the procedure. There was no bleeding or patient harm as a result of the unsuccessful seal. The procedure was completed with the maryland bipolar instrument.